Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing was observed on stored egm. Some noise was also noted on atrial and ventricular channel. Programming changes were made and there were no further issues.